Event description:
Information was received from a patient who was receiving unknown morphine drug, fentanyl, and ketamine via an implantable pump for non-malignant pain. It was reported that the patient stated he was getting a pain pump replaced as the pump was defective. They did not know what happened and they had to go in to find out. They were supposed to have this done yesterday but did not. The issues with pump started 10 months ago. He was livid about this and was in a lot of pain right now. The pump was put on a low. They stopped putting ketamine in the pump. The patient was going through withdrawal for two days over this as the meds were wrong and went empty. The manufacturer representative did a diagnostic test and that was how this was determined defective. They stated the test was done last month. They went to ER (emergency room) yesterday because of withdrawal and had serious pain in back and stomach two days ago. They also mentioned going through withdrawals last month date unknown and was not sure what they did but did not know if meds were still in the catheter and pushed through catheter or what, it was tried to clarify and get more information however the patient declined. The issue was not resolved as troubleshooting is not needed. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.